Manufacturer narrative:
Inspection of the device is pending by the manufacturer and results will be provided by a final report.

Event description:
Customer reported that csm power plug began to smell scorched. The plug was very hot when it was pulled out and turned clearly black-brown. There was no injury, death, or procedural delay reported with this event.

Event description:
Customer reported that csm power plug began to smell scorched. The plug was very hot when it was pulled out and turned clearly black-brown. There was no injury, death, or procedural delay reported with this event.

Manufacturer narrative:
During follow up it was reported that the socket was checked. It worked properly. The socket insert showed slight discoloration (black streaks). It was reported that a fault at the socket was suspected. The power cord was not returned for inspection by baxter therefore a root cause could not be confirmed. Images of the powercord were provided which showed discoloration on the plug. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional the facilities medical technology department replaced the power cord with a new one, checked the device and returned it to the ward in working order. Although a root cause could not be determined for this incident, if a power cord was to overheat and electrical charring were to occur on the plug during use, it could lead to serious injury or death.